Event description:
Patient had an aortic valve replacement done on (B)(6) 2014 due to endocarditis. Returned to usual work and then about (B)(6) 2017 began to have fatigue, difficulty completing his work day and a 20 lb weight loss. He was admitted for a tee. Patient had a sorin 3t heater cooler used during his surgery in 2014.